Manufacturer narrative:
The insulin pump was received with no check settings alarm or unexpected reset to factory default noted. The pump passed the displacement test, rewind, basic occlusion test and prime test. The pump was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had a scratched display window, cracked case at display window corner (upper left and upper right corners), cracked battery tube threads, cracked reservoir tube,cracked reservoir tube lip and a missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 97 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.